Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. The balloon was tightly folded and stent is secure between the markerbands. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 43 cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube kinks. Reviews of documentation to ensure that all required in-process and final inspections and testing were completed and all acceptance criteria were met. There is no evidence that the device failed to meet applicable product specifications prior to shipment. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-aug-2017. It was reported that shaft damage were encountered. The target lesion was located in the left anterior descending artery (lad). A 24 x 3.50 mm rebel stent was advanced to treat the lesion. However, it was noted that the shaft was deformed. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.